Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the a bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle separated from the hub prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english. ¿the hub was detached with the shield.¿